Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator replacement procedure, a fracture and high impedance were noted on the right ventricular (rv) lead. The lead was capped and replaced on (B)(6) 2018 due to the fracture and high lead impedance. The patient was stable before, during or after the procedure.